Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful. The cause of the event cannot be determined.

Manufacturer narrative:
Added information to h6. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The most likely cause is patient factors, including patient age at time of implant.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 25mm perimount valve implanted in the pulmonic position for an unknown implant duration underwent valve-in-valve procedure due to unknown reasons. Tpvr was performed with a 26mm s3 transcatheter valve.

Event description:
It was reported a patient with a 25mm perimount valve implanted in the pulmonic position for eight (8) years, eight (8) months, underwent valve-in-valve procedure due to leaflets calcification. Patient tolerated the procedure well with no complications and was transferred to cvicu extubated. Tpvr was performed with a 26mm s3 transcatheter valve. Patient was discharged home in good condition on pod# 1.

Manufacturer narrative:
Corrected information to b5, b6, b7, h6..

Event description:
It was reported a patient with a 25mm perimount valve implanted in the pulmonic position for eight (8) years, eight (8) months, underwent valve-in-valve procedure due to moderate to severe pulmonary stenosis and insufficiency. Patient tolerated the procedure well with no complications and was transferred to cvicu extubated. Tpvr was performed with a 26mm s3 transcatheter valve. Patient was discharged home in good condition on pod#